Event description:
It was reported that during an infusion set change on day three, the ilet user did not remove the needle guard and experienced difficulty inserting the teflon inset. When attempting again with the same infusion set, the site was inadvertently pulled off the applicator by the tubing, and insulin delivery was resumed after placement of a new site using the existing tubing. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use-of-device issue, with no specific device component term applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.